Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (309 mg/dl) all day. A correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was found. The customer changed out the infusion set and resumed insulin delivery. The customer declined further follow-up.